Event description:
On (B)(6) 2008, the pt underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. Prior to the tag procedure on an unk date, the pt underwent surgery with a y-graft to treat an abdominal aortic aneurysm. A palmaz stent was placed at the proximal neck to obtain apposition. The pt tolerated the procedure. On (B)(6) 2008, the pt presented with hyposthenia of the right leg. The pt was diagnosed with incomplete paralysis, but did not receive any treatment. On (B)(6) 2008, the pt was discharged to start rehabilitation.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the incomplete paralysis is unk.